Event description:
It was reported that "a loading failure occurred during use. The applier kept loading on and off. Patient's condition is fine, and no medical intervention required."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Although a lot number was not reported, two potential lot numbers were found through the sales history. A device history record review was performed on the potential lot numbers, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.